Event description:
It was reported that the images were split I half, and reversed top to bottom. Per the fe, the customer could not use the system in this state. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.